Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's lead had migrated. The issue was confirmed via x-rays. Surgical intervention took place on where the existing lead was explanted and replaced.